Event description:
The complainant reported a patient on impella cp support. The complainant reported pump in aorta alarms and placement signal with high pressures in the 200s. The motor current and flow were unchanged. The doctor stated they were reluctant to reposition the pump.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Placement signal issue: clinical details indicate intermittent high placement signal pressures, suspected to be a sensor issue. The cause was not determined without returned product investigation and sufficient clinical details, including data logs. Device in wrong position: the cause was not determined without returned product investigation and sufficient clinical details, including data logs.